Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Examination of the returned device revealed that the solder joint that joins the distal tip to the inconel shaping ribbon was not present. The inconel shaping ribbon was protruding from the distal end of the wire distally and through a micro-cut on the high torque sleeve proximally 30 mm from the distal end of the wire. The shaping ribbon was separated from the solder joint at the distal tip. (B)(4) revealed no evidence of fracture or material failure at the distal end of the shaping ribbon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty difficulty inserting a guide wire occurred. The tip of a 185cm kinetix guide wire was shaped and inserted into a non bsc catheter. However, during insertion resistance was encountered. The guide wire was removed intact and the procedure was completed with a different device. Device analysis revealed the solder joint that joins the distal tip to the inconel shaping ribbon was missing.